Manufacturer narrative:
(B)(4).

Event description:
The consumer reported he had an appointment on (B)(6) 2016 and wanted to meet a manufacturer's representative (rep) for programming. The patient thought the wires groups quit working in the middle of 2015. It was confirmed the patient was calling regarding the stimulator. Later, the rep reported two contacts were out of impedance. Programming was successful around these contacts. Programming was completed to patient satisfaction. The cause of the event was unknown. Relevant medical history included degenerative disc disease.